Manufacturer narrative:
H3: the revision reported was likely the result of acetabular loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implant and the bone. The reported wear and osteolysis may be due to a combination of the risk factors specified in the hhe. Additionally, a contributing factor to the wear may have been the off-label use detailed above. However, this cannot be confirmed because the components were not returned for evaluation, and images or radiographs were not provided. D10: fat874 s&n, 75008160, nanos femoral neck prosthesis ti6ai4/ti-plasmaspray/bonit size 6 cone 12/14. 17jm13476, 71343208, oxinium 32mm o.d., +8 12/14 taper femoral head zr-2.5, nb.

Event description:
It was reported via legal documentation that approximately 61 months after a right total hip replacement procedure, the patient underwent a revision procedure to address pain, polyethylene wear, and dislocation. Wear was noted on the x-ray, but it was not confirmed in the case report. No further issues or complications were reported. No additional information is available.